Manufacturer narrative:
The insulin pump was received with operating currents within specification. The device passed the self-test, unexpected error test, rewind, basic occlusion test, and displacement test. However, the device was unable to prime during prime and compromised force sensor test due to faulty force sensor resistor. The device was received with cracked case at display window corners and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump was returned for an unknown reason. Customer's blood glucose was not provided. No troubleshooting was performed. The device will be analyzed.